Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), product type: lead; product ID 977c265, serial# (B)(4), product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that intra-operatively, there was lead positioning difficulty. A paddle lead was implanted in the c-spine and the bottom contacts were not sitting against the dura. No product damage was reportedly caused or discovered during the procedure. They were still in the procedure and were continuing to work with the lead placement. Intra-operative impedance measurements were taken and were 300-500 ohms. When the patient was in recovery, electrodes 0, 8, 11, and 12 were 8000-11000 ohms; electrodes for the rest were greater than 20,000 ohms. Impedances were then measured at 3.0 volts. The impedance readings for electrodes were noted to be: electrode 1: 11,909 ohms; electrode 3: 35,925 ohms; electrode 8: 565 ohms, electrode 11: 35,117 ohms, electrode 12: 38,117 ohms, electrode 14: 709 ohms, and electrode 15: 688ohms. The rest were greater than 40 ,000 ohms. The physician extended the laminectomy, and after multiple attempts, placed the lead flat on the dura in great position. The rep noted nothing unusual happened during surgery; clicks of the torque wrench were heard, and no saline was used. The rep noted that the only thing that would affect impedances was that the patient was "rolled into recovery." The patient was programmed with two anode and two cathodes, up to 9.0 volts without the patient feeling stimulation. The device was programmed +--+ on both sides of the lead with a pulse width of 450 and a rate of 60, and 8v. This was run for eight minutes and the patient began to feel stimulation. At some point the patient felt uncomfortable, and stimulation was stopped. Impedances for electrodes 8-14 were 466-734 ohms. Electrode 15 was greater than 20,000 ohms; for 0-7, electrode 0 was 599 ohms, and electrode 1 was 599 ohms. Everything else and electrode 15 were greater than 20,000 ohms at 1.50 volts. Using electrode 4 as reference, for the following electrodes, they got: electrode 0: greater than 40,000 ohms, electrode 1: 514 ohms, electrode 2: 2410 ohms, electrode 3: 4012 ohms, electrode 4: 1051 ohms, electrode 5: 648 ohms, electrode 6: 709 ohms, electrode 8: 446 ohms, electrode 9: 538 ohms, electrode 10: 565 ohms, electrode 11: 590 ohms electrode 12: 618 ohms, electrode 13: 603 ohms, electrode 14: 618 ohms, electrode 15: 618 ohms. If electrode 15 was used as reference, then only electrode 7 was greater than 40,000 ohms. The patient was being programmed on 9+, 10-, 11+, at a rate of 240 usec, and 60 hz. The rep noted that the patient felt stimulation at low voltage, and only needed electrodes 8-14. Impedances were checked and were improved. Desired stimulation was able to be obtained in the 2 volt range. Electrode 15 was not needed and would not be used. Impedances were still inconsistent and would be checked at the post-operative visit with the physician. The patient was seen on post-op day one, and all contacts were 500-600 using multiple references. The rep later stated that the day after implant, the impedances were all good, within range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.